Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.6mm abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure the physician noted plaque right at the flow divider causing the flow divider to become severely kinked. The physician was unable to pass the wire. There was no lumen in the gate proven by angio. The physician converted the stent graft to an aui and the procedure was completed successfully. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).